Event description:
The customer reported being treated by the paramedics for low blood glucose more than a year ago. The blood glucose reading was 13mg/dl. The customer stated that the activate button on the insulin pump was unresponsive and in other instances the button was sticky, which caused her low blood glucose. The customer stated that in two separate occasions she noticed that after taking a bolus the insulin pump was set to deliver 25 units, which was not correct at that time. Advised to discontinue use of the insulin pump and to revert to back up plan of manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.